Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). On (B)(6) 2006, the physician excised the exposed part of the sling and on (B)(6) 2006, the patient had removal of the exposed sling due to vaginal mesh erosion. (B)(4) mesh exposure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
(B)(4): it was reported that patient developed fecal incontinence after mesh implantation that has persisted for several years.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.